Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and guided the caller through resetting the pump, which successfully resolved the issue, allowing the caller to start their sensor session without encountering the cgm error again.